Manufacturer narrative:
The device was returned to olympus for inspection. Three attempts were performed to obtain additional information, but no response was received from the customer. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a white residue at auxiliary water channel and debris on lens. There was no patient involvement.